Manufacturer narrative:
Medical device lot #: 6019773, medical device expiration date: 01/31/2018, device manufacture date: 01/19/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder had tube push off. No serious injury or medical intervention reported.